Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that stuck in stent occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. After the synergy¿ drug-eluting stent was implanted in the target lesion, the physician tried to perform post intravascular ultrasound (ivus) using the opticross¿ imaging catheter; however, resistance was encountered during insertion due to severe calcification. Furthermore, it was noted that the opticross¿ imaging catheter was stuck in the middle of the stent. When the physician tried to push the opticross¿ forcibly, its location changes but still the opticross¿ could not be pulled. The physician opted to cut the distal part of the opticross¿ imaging catheter, inserted with another guidewire then pulled the opticross¿ by holding the grip but was unsuccessful. The opticross¿ was finally removed when additional guidewire was inserted in the area where the opticross¿ was stuck. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damaged/detached catheter and a damage on the guidewire exit port assembly. The telescope assembly was not able to properly pull back, advance, and retract, due to the returned condition of the catheter. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stuck in stent occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. After the synergy¿ drug-eluting stent was implanted in the target lesion, the physician tried to perform post intravascular ultrasound (ivus) using the opticross¿ imaging catheter; however, resistance was encountered during insertion due to severe calcification. Furthermore, it was noted that the opticross¿ imaging catheter was stuck in the middle of the stent. When the physician tried to push the opticross¿ forcibly, its location changes but still the opticross¿ could not be pulled. The physician opted to cut the distal part of the opticross¿ imaging catheter, inserted with another guidewire then pulled the opticross¿ by holding the grip but was unsuccessful. The opticross¿ was finally removed when additional guidewire was inserted in the area where the opticross¿ was stuck. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported.